Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock connection was loose. Additionally, there were air bubbles around the t:lock. Blood glucose was 340 mg/dl. Customer tightened and primed the tubing to address the event. Reportedly, insulin delivery was resumed.